Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced an infusion set was leaking at quick release on (B)(6) 2024. The blood glucose level was 19.4 mmol/l at the time of event. The infusion set was in use for 2 days. No further information available.

Manufacturer narrative:
(B)(6).